Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd syringe with luer-lok¿ tip was bent before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: two unused samples of 1ml have been received along with five pictures for investigation. Upon visual inspection of both samples and pictures received, it can be observed the syringe is damaged on the barrel at 0,7-0,8 ml scale mark. DHR of lot 1701052p has been reviewed not finding any annotation or deviation regarding the alleged defect. These barrels were caught up in marking machine equipment during manufacturing process. Maintenance is periodically performed on marking machine equipment according to procedure. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Visual inspection: molding: 2 injections per shift. Printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Functional inspection: printing: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Investigation conclusion: although no issues were identified and manufacturing record established that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with a failure in barrels transference during marking process. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue.